Manufacturer narrative:
A visual inspection was performed on the returned device. The reported break and stretched coils was confirmed. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. During the use of the guide wire, a core break and stretched coils were observed. Analysis of the returned wire confirmed that the break occurred at the shaping ribbon. The shaping ribbon was found in a corkscrew shape, indicating that the wire had been subjected to torsional force. Additionally, the jagged ends of the break suggested that the break resulted from applied force. It is likely that the tip of the wire encountered resistance, and when torsional force was applied, the shaping ribbon twisted until it broke. With the shaping ribbon broken, the coils were then free to stretch. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a non calcified, non tortuous right coronary artery. The 0.014" 190cm hi-torque balance middleweight universal guidewire was noted not to advance in the direction desired; however, no resistance was noted. After advancing and retracting the guidewire several times, it was noted that the tip of the guidewire unraveled during removal and the core broke, however remained in one piece. The guidewire was then withdrawn and another unspecified guidewire was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.